Event description:
The initial reporter received a questionable elecsys hcg + beta test system result from one patient sample tested on the cobas e411 rack. The initial result was not reported outside of the laboratory as it was questioned due to a positive rapid urine pregnancy test. The reporter stated that they have been getting pipetting errors and were repeating all flagged results. The initial result was less than 1 miu/ml with a data flag. The repeat result was 236 miu/ml. The reporter stated that the repeat result matched the patient's current condition.

Manufacturer narrative:
The reagent lot number is 64613901. The expiration date is 31-dec-2023. The field service engineer (fes) inspected the analyzer and found that the bead mixer paddle speed was too high, causing bubbles in the reagent. He then adjusted the bead mixer speed from 2500 rpm (in liquid) to 2000 rpm. He verified the analyzer's performance by running qc with successful results. He verified that there were no air bubbles in the reagent bead mixture. The investigation reviewed the last calibration performed on (B)(6) 2023; the calibration was within specifications. The investigation reviewed the qc recovery; the qc was within specifications. The investigation reviewed the alarm trace; no issues were noted. After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue.